Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device failed a microbiological test twice at the user facility. The sample collected from the device tested positive for klebsiella pneumoniae. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus australia (oaz). Oaz service department checked the subject device and found the followings. The range of the angulation was insufficient for specification. The rubber glue were detached, chipped, cracked, and burred. The switch 1 cover was cut. Oaz requested the facility to provide the information regarding reprocessing, however the facility did not provide and oaz could not obtain it. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.